Event description:
During a total laparoscopic hysterectomy, the pks cutting forceps bent. It wouldn't grab the tissue completely after that. The surgeon tried to bend it back into place, but it wouldn't bend back. He continued to use the instrument even though it wouldn't grab the tissue completely and one of the paddles fell off into the patient, it took the surgeon one-half hour to locate the paddle and retrieve it. There was no patient injury.

Manufacturer narrative:
The device was returned with a fractured jaw. The jaw was recovered and returned with the device. The jaw fracture occurred at the first tooth just past the humps of the upper jaw. After reviewing drawings for jaw profile, it was found that the minimum overall thickness per the drawings should have been .041". The jaw was undersized in thickness by .006", resulting in the jaw fracture during use. The combination of the user bending, the jaws back into position after bending them outward along with the minimum thickness contributed to the failure.